Event description:
According to the reporter, during a laparoscopic total gastrectomy for residual gastric cancer after cardia resection, the first duodenal dissection was completed without incident. During the second esophageal breakaway, the safety green button was pressed, and at the first bite when stapling started, there was a crack sound and no more firing was possible. Forced release was used to open and detached, there were several chewed up staples. The reload was replaced with a purple one, and then re-attempted, this time, it went well. During the third intestinal dislodgement, the teeth did not move even when the user tried to remove the safety device and squeezed the handle. The device was opened by forcibly canceling it, and then retried 3 times  but the same situation occurred. To resolve the issue, a new device was used to complete jejunal y leg anastomosis and esophageal jejunal anastomosis. There was no patient injury.

Manufacturer narrative:
Concomitant product: egiaustnd - egiaustnd endogia ultra univ std stap, lot# p2b0529 unknown egia su- unknown endo gia sulu, lot# unknown unknown egia su- unknown endo gia sulu, lot# unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b5, g2, g3. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total gastrectomy for residual gastric cancer after cardia resection, the first duodenal dissection was completed without incident. During the second esophageal breakaway, the safety green button was pressed, and at the first bite when stapling started, there was a crack sound and no more firing was possible. Forced release was used to open and detached, and there were several chewed up staples. The reload was replaced with a purple one, and then re-attempted. This time it went well. During the third intestinal dislodgement, the device did not move or fire even when the user tried to remove the safety device and squeezed the handle. The device was opened by forcibly canceling it, and then retried three times, but the same situation occurred. To resolve the issue, a new reload and handle were used to complete jejunal y leg anastomosis and esophageal jejunal anastomosis. There was no patient injury.

Manufacturer narrative:
D10 concomitant product/s: unegiatri unknown egia tri staple. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.